Manufacturer narrative:
The insulin pump was received with a cracked case at the display window corners, cracked reservoir tube lip, minor scratches on the display window and debris under the display. No cracked window was noted.

Event description:
It was reported that the insulin pump had 2 cracks on the display screen. The customer did not know the blood glucose reading. The customer stated that the crack was starting to get another crack in the corner of the display window. She stated that the crack was small and unconcerning but is spreading to the opposite corner. She noted that the crack had been there since summer. She was unsure how the damage had occurred. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.